Manufacturer narrative:
(B)(6).

Event description:
It was reported that the tip of the device split. A 6f guidezilla ii guide extension catheter was selected for use. Upon preparation, it was noted that the tip of the device spilt. The procedure was completed with a different device. No complications reported and patient was stable.